Manufacturer narrative:
The device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus that the switches did not work on the video system. The issue was found during reprocessing. Patient was not under anesthesia and no delay was reported. There were no reports of patient harm or impact associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the device evaluation and the legal manufacturer's final investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The device was evaluated by a field service engineer and the customer's reportable malfunction was not confirmed. The investigation results indicated that no abnormalities were found. Olympus will continue to monitor field performance for this device.